Event description:
It was reported that four days post implant, the patient presented with left sided pain. The tip of the ventricular lead was found to be outside the heart. The lead was explanted. No further patient complications have been reported as a result of this event.